Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in both sides if common iliac artery (cia). After an 18 guide wire crossed one side of the cia, a 5.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilation; however, upon the first inflation at 6 atmospheres, the balloon ruptured. Dilatation was then performed with another of the same device and an express ld stent was advanced but failed to cross the lesion. The guide wire was then replaced with 035. Then, dilatation was again performed using mustang balloon catheter. The express ld stent was advanced but still unable to cross the lesion. The usage was stopped and dilatation was done in the opposite side of the cia and the stent was successfully deployed. Femoral-femoral bypass was then performed to the other side of the cia which had insufficient dilation and the procedure was completed. No patient complications nor injuries were reported.